Event description:
The reporter stated the haptic of a cq2015a collamer aspheric three piece lens looked bent as the lens was being inserted. The lens was cut into pieces to remove with no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated they felt the lens was loaded properly. The injection system used has not been approved by the MFR for use with this model lens and is off-label use.

Manufacturer narrative:
Eval: results: a visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search and the eval of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the injection system with this model lens.